Manufacturer narrative:
Concomitant medical products: product ID: d284vrc, serial# (B)(4)implanted: (B)(6) 2012, explanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular lead triggered an alert for high pacing impedance. The pacing threshold was also noted to be high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.